Event description:
It was reported that the doctor noticed metal shavings inside the pt's shoulder when pre-drilling the insertion hole for the excel 3.0. He was able to remove the metal shavings from the pt using a stryker shaver for suction. Allegedly, the implant deployed into the pt without any issues.

Manufacturer narrative:
Additional info will be provided once investigation is completed.